Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was cracked on the left side and the touchscreen was unresponsive, rendering the pump nonfunctional; the user first noticed the damage the same day and the device was replaced via overnight shipping, with instructions provided for data sync, shutdown, return, and re-start of the replacement. Symptoms included no adverse clinical effects and a reported blood glucose of 101 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a damaged display component associated with touchscreen input failure and loss of intended pump function. It was concluded, based on previously established findings for similar reports, that the cause was physical damage of the screen leading to device malfunction.